Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the abdomen. The day of the event (B)(6) 2024, the patient experienced a hypoglycemic event and loss consciousness. The patient did not remember being alerted by the cgm device for the hypoglycemic event. An ambulance was called by a store clerk and when a fingerstick was taken, the cgm reading was 85 mg/dl, and the blood glucose reading was 30 mg/dl. The patient was brought to the hospital and was treated with an injection of 20 grams of glucose. The patient recovered and was discharged within 24 hours. At the time of the report the patient recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.